Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 600+ mg/dl. Collar stated that the customer had nausea, a severe headache and was vomiting prior to hospitalization. Troubleshooting was performed, and found that the insulin pump had absence of no delivery alarm, and failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.